Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported anteroposterior (ap) and lateral x-rays of the spine and pelvis were performed on (B)(6) 2016 with normal findings. The cause of the inability to aspirate the catheter was not determined, and was unknown if the patient's clumsiness and pain had been resolved. Patient is following up with healthcare professional on (B)(6) 2016.

Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4) apply to both the pump and the catheter. (B)(4) applies to the pump and (B)(4) applies to the catheter. Eval code-conclusion code applies to both the pump and the catheter.

Event description:
Information was received from a manufacturer representative regarding a patient receiving lioresal (baclofen) 500mcg/ml for a total dose of 50mcg via an implantable pump for cerebral palsy and intractable spasticity. It was reported in (B)(6) 2016 patient experienced increased back pain , (B)(6)'s leg pain, and clumsiness when walking, and had a work up of the intrathecal catheter where the catheter was found not to be patent, and patient was referred to healthcare professional for surgical exploration of the catheter and replacement of the pump. A catheter dye study was performed with inability to aspirate catheter. Patient underwent surgical exploration of the intrathecal catheter after an inability to aspirate catheter in a dye study. In addition the plan was to replace the pump because it was 4 years old. The catheter was found to be patent in surgery and was found to have good cerebrospinal fluid (csf) flow and was not revised or replaced. Only the pump was replaced. It was unknown if the issue was resolved and the patient's status was alive-no injury.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving lioresal (ba clofen) 500mcg/ml for a total dose of 50mcg via an implantable pump for cerebral palsy and intractable spasticity. It was report in (B)(6) 2016 patient experienced increased back pain , ana's leg pain, and clumsiness when walking, and had a work up of the intrathecal catheter where the catheter was found not to be patent, and patient was referred to healthcare professional for surgical exploration of the catheter and replacement of the pump. A catheter dye study was performed with inability to aspirate catheter. Patient underwent surgical exploration of the intrathecal catheter after an inability to aspirate catheter in a dye study. In addition the plan was to replace the pump because it was 4 years old. The catheter was found to be patent in surgery and was found to have good cerebrospinal fluid (csf) flow and was not revised or replaced. Only the pump was replaced. It was unknown if the issue was resolved and the patient's status was alive-no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Analysis of the pump revealed corrosion and wear on the internal gears inside of the motor, indicative of a stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.